Manufacturer narrative:
Age or date of birth, sex, wight, ethnicity-unk. Date of event: unk. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 lens, -11.0/+2.0/089 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2019. The surgeon reports low vault and lens rotation. The lens was repositioned which did not resolve the problem. Reportedly, the lens remains implanted.

Manufacturer narrative:
(B)(4).